Event description:
As reported by our edwards lifesciences affiliate in france, regarding 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, extra volume was added to the commander delivery system balloon prior to inflation and although the commander delivery system balloon burst at the end of the inflation, the valve was fully deployed. There was a balloon tear and blood was seen in the syringe. No commander delivery system withdrawal difficulties were faced. No patient injury occurred and patient was already discharged home post procedure. The perceived root cause of the event was a protrusive calcification with 23-28mm diameter in the sinotubular junction.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Available information suggests that patient factors (calcification) likely contributed to the event as per event description there was presence of calcification in patient's annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.